Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. It is unknown if the screw was removed in the (B)(6) 2017 procedure. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05039-1, 03672, 03673, 03674, 03677, 03678, 03679, and 03680.

Event description:
It was reported that during removal of a right proximal tibial plate approximately twenty-two months post-implantation, it was found that some of the screws were stripped and some of the locking screws were cold welded to the plate. Ultimately, the plate and one screw were left implanted in the patient, as they were unable to complete the removal.